Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to put their ipg in surgery mode due to high impedance in reference to their lead. As a result, the patient's lead was explanted and replaced (with a different model) to address the issue.